Event description:
It was reported that during a procedure of the narrow and very calcified circumflex vessel, while advancing the device significant resistance was encountered and during inflation at 14 atmosphere the balloon ruptured. The device was removed without reported incident. A second voyager was used in the procedure. There was no clinically significant delay in the procedure due to the balloon rupture. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. In addition, balloon material rupture may result from factors such as, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The balloon catheter was returned with blood and contrast visible on the hypotube, in the inflation lumen and in the balloon, which was loosely folded. This is consistent with handling, the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a longitudinal rupture in the balloon extending proximally from the proximal marker. Scanning electron microscopy (sem) analysis indicates that the balloon failure may have initiated from the inside of the balloon as numerous partial tears were observed along the inner surface. Additionally, the rupture did not appear to be along a fold crease. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Although the exact cause for the rupture cannot be determined, this type of damage is most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. The lesion was characterized as being narrow and heavily calcified, which may have contributed to the reported complaint. It was also reported that the device was prepared inside the body. It should be noted the rx voyager instructions for use (IFU) cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this instance, based on the information received and the analysis of the returned device, the reported resistance/difficulty crossing the lesion appears to be related to circumstances of the procedure. Although a definitive cause for the reported balloon rupture cannot be determined, there does not appear to be any indication of a quality deficiency associated with the product. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process. Additionally, all products are leak tested online and a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.